Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon inspection, white particles were found inside the syringe, including on the stopper, and some friction was noted at the barrel inlet. Characterization testing was performed and identified the particles as polypropylene. A device history review was performed for the reported lot 2407109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. While we could not identify a direct issue, it was determined that the particles likely generated due to friction between parts during the assembly process, the movement of the plunger then caused the small polypropylene particles to detach and become visible inside the syringe. Manufacturing personnel have been notified of this incident. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Event details: we use bd syringes in the production of sterile preparations at the hospital pharmacy in tonsberg. We are sending you two complaints: one 50 ml syringe with hair and one 20 ml syringe with growth. You can see the batch numbers in the attached photos. Additional information: the products were not used on a patient. You can see which products are involved, along with their serial numbers, in the attached images. The 20 ml syringe containing a growth is opened from the outer packaging but was not used. The 50 ml syringe with a hair inside remains unopened.